Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother called to report that the customer experience high blood glucose levels. Customer's blood glucose at the time of the incident was 306 mg/dl. Customer's mother reported that the customer was dehydrated and passed out on the floor. Customer is currently disconnected from the insulin pump. Customer's mother reported that there was a bent cannula on the infusion set, however the insulin pump did not alarm no delivery. Customer's mother reported that the pump did alarm no delivery on (B)(6). Troubleshooting was done. Product is not expected to return.